Event description:
It was reported that the cross arm brake handle on the 9600+ system has a crack in it. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the cross arm brake handle. The system was tested and found to be working as intended and placed back into service.